Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. Reportedly, the pump had no power, there was moisture in the battery compartment, the battery compartment was cracked, and the user was unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the black box indicated evidence of an unexplained reboot on (B)(6) 2016. Visual inspection revealed moisture behind the display lens. The battery cap threads were damaged and there was evidence of moisture contamination found on the underside of the battery cap. The battery compartment was observed to be cracked and the battery compartment threads were damaged. The pump intermittently powered on with the returned cap. A test battery cap was used to complete investigation; the test cap was unable to fully tighten. The pump powered on to a blank display with the test cap. Within three minutes, the pump alarmed appropriately with an audible tone and vibratory alert. The presence of functional auditory and vibratory features indicated that the pump had power. Leak testing revealed a leak at the battery compartment. The pump casing was removed and there was evidence of moisture damage observed throughout the inside of the pump. Moisture damage was determined to be the cause of the blank display. Unrelated to the original complaint, investigation revealed the following: the pump casing was cracked between the corner of the display lens and the case seal; there was a leak found at the casing crack; the audio bolus button cover was torn.